Event description:
It was reported that during a prostate procedure, fiber break occurred at 157,331j and 17:32 minutes of fiber use. The tip of the fiber was not cleaned during procedure. The case was completed with another of the same device. The patient outcome following procedure was reported as stable.

Manufacturer narrative:
Analysis of the returned device did not identified signs of breaks/fractures. The glass cap bevel edge and metal cap are not aligned. The glass cap cannot rotate within metal cap and protruding from metal cap. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface, and indications of slight melting on output window. The fiber was tested with hene laser fixture, aim beam is present at fiber output window as intended. The outer flow tubing open end exhibits minor scratch marks. There are no signs of breakage along length of fiber. Based on the device analysis, the product complaint "fiber rupture" could not be confirmed. The damages found on the fiber were determined based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.